Manufacturer narrative:
H10: pin-tarng chen, chien-kun ting, yu-chieh wang, hung-wei cheng, kwok-hon chan, wen-kuei chang (2010). Practical preprocedure measurement to estimate the required insertion depth and select the optimal size of tunneled dialysis catheter in uremic patients. American society of diagnostic and interventional nephrology, 23(4):431-9. Doi: 10.1111/j.1525-139x.2010.00712.x. H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of "american society of diagnostic and interventional nephrology", titled, "practical preprocedure measurement to estimate the required insertion depth and select the optimal size of tunneled dialysis catheter in uremic patients", that sometime later post dialysis catheter placement procedure, out of one hundred and sixty-seven patients, there was two occurrences of catheter occlusion. The current status of the patient was unknown.